Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product could not be returned.

Event description:
Consumer e-mailed stating that he/she was brushing his/her teeth and there was a silver piece from his/her toothbrush on his/her tongue. No injury was reported.